Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that post op to a banding procedure, the band was removed. The pt was unable to swallow, very nauseated and some vomiting. The stomach was full of air and distended. The surgeon scoped the esophagus and pylorus and everything looked clean. The band appeared to be in good position. On the anterior side, the tunnel was loose and flopping. Posteriorly, the tunnel was negative for infection. At this point, the surgeon is uncertain of the issue with this case.